Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Rayner intraocular lenses limited have been informed that the pt has a "very specific profile" and further info has been requested to determine if the profile of the pt may have caused or contributed to the development of suspected opacification. Very limited info is available at the time of writing this initial report and contact has been made with the healthcare facility to fully investigate the reported event. The retention and return of the device has been requested. Upon receipt of the intraocular lens, it will be sent to an independent testing facility for analysis.

Event description:
Rayner intraocular lenses limited were notified of the development of suspected opacification in a pt thought to be fitted with a rayner intraocular lens. The physician has informed rayner that opacification occurred following a combined phaco and vitrectomy procedure. The physician¿s intention is to explant the opacified intraocular lens.